Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video system center front panel indicators are continuously on after powering on the unit however; all functions of the unit are working. The event occurred during a diagnostic upper gastrointestinal procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was found that all the leds on the front panel were blinking and that the cause was a defect in the zz board. From this, it was presumed that the front panel could not be controlled likely due to a defect in the zz board, which led to this phenomenon. Olympus will continue to monitor field performance for this device.